Event description:
It was reported that during initial ilet setup and cartridge change, the touchscreen did not accept the ¿yes¿ selection to complete the fill tubing step, preventing completion of the supply change and normal use. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included replacement of the ilet and instructions to shut down the device, return it with a provided label, and re-initiate startup on the replacement, with continued cgm use via dexcom as needed. Investigation included technical troubleshooting during training and remote support, verification of shipping and return logistics, and data sync guidance. Investigation of this case revealed a screen responsiveness or user interface malfunction that rendered the device nonfunctional during the fill tubing workflow. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen or software interface during the cartridge change sequence.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.